Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s dad reported their daughter via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl and 250 mg/dl. The customer reported that the insulin pump was not working and changed the battery. Customer reported that they were able to clear the alarm. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.